Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification but a kink was observed within the exposed region. Despite the damage, fluid was observed to flow freely through the complete fluid path. A leak test was performed, no leak was observed. It could not be conclusively determined if the cannula was dislodged from the infusion site. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / page 49; warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the pod fell off after wearing it between 24 and 36 hours the had fallen off, causing the cannula to dislodge. The patients blood glucose level reached 348 mg/dl. As treatment, the patient applied a new pod.